Event description:
A customer contacted baxter?s technical service center to report that his transfer set had fallen apart prior to starting therapy. Per the initial report, the home hp (hp) stated that he was preparing to connect to the homechoice (hc) machine and the transfer set fell apart and began leaking. The technical service representative (tsr) referred the hp to the peritoneal dialysis nurse (pd rn) immediately. Product surveillance contacted the clinic in 2009 to obtain additional information. The nurse stated that the hp's nurse was not in but he was switched to hemodialysis at the end of october. Product surveillance contacted the hp the same day to obtain additional information regarding the reported condition. The hp stated that he was switched to hemodialysis because he had peritonitis caused by pd. The hp will have the catheter replaced and return to pd. The hp also stated that the transfer set had not fallen apart but became separated from the adapter. He was unable to recall the product code or lot number. Additional information was received from global pharmacovigilance on 12/31/09 indicating that the nurse stated the hp started on pd4 ambuflex five months prior to event. On an unreported date in the month of event, the hp developed peritonitis manifested by cloudy effluent. The hp was hospitalized for about 1 week. Dates of hospitalization were unknown. The hp was treated with antibiotics. The same month, the hp was discharged from the hospital and started on hemodialysis. The nurse could not recall the culture results. The nurse stated the event of peritonitis was not related to the dianeal solution but due to technique. The reporter could not provide resolution date for the peritonitis or cloudy effluent but stated to the best of her knowledge it had resolved. Despite baxter's attempts, no additional information could be obtained regarding this event.

Manufacturer narrative:
Despite baxter's attempts, no additional information could be obtained regarding this event. The sample is not available.